Manufacturer narrative:
Them insulin pump was received with the operating currents within spec. And passed the self test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08640 inches. No excessive no delivery or motor error alarms noted. The motor was tested outside of the device and passed. The drive support disk was inspected and no damage or anomaly noted. The insulin pump was able to download to the carelink pro software without any errors. Insulin pump received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 305 mg/dl. Customer declined troubleshooting for high blood glucose. The customer was treated with bolus. Customer also treated with dextrose and 50% sodium chloride at the time of hospitalization. Customer does not allege insulin pump was under delivering. Customer states insulin pump had motor error. Customer reports the drive support cap was flush. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.